Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After clearing the diagnostics, the device interrogated normally. The patient would be monitored.

Event description:
New information notes that at a further follow up, the device again exhibited a diagnostics anomaly. After clearing the diagnostics, the device could be interrogated normally. The patient would be monitored.